Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of "lo". The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed 5 control tests using the returned reagent. One out of five strips read 80 mg/dl low, out of specification. Performance was satisfactory using iqa retention reagent.